Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled during use was confirmed. One guide wire was returned for analysis. The catheter involved in the incident was not returned. Visual examination found that the guide wire was unraveled starting 34 cm from the j-tip. Numerous kinks/bends were observed over the length of the guide wire body. Microscopic examination found that the core wire was broken adjacent to the distal weld. The distal weld remains attached to the coil wire. A manual tug test confirmed that the proximal weld remains intact. The guide wire drawing specifies a length of 600 +/- 4 mm and a diameter of .788/.826 mm. The length of the guide wire / core wire was determined to be consistent with the drawing; therefore, no pieces appear to be missing. The outside diameter measured 0.797, which met guide wire specifications. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions for use (IFU) state that if resistance is encountered when attempting to remove the guide wire after catheter placement, guide wire may be kinked around the tip of the catheter within vessel. In this circumstance, pulling back on the guide wire may result in undue force being applied resulting in guide wire breakage. Other remarks: the IFU also state that if resistance is encountered, withdraw the catheter relative to the guide wire about 2-3 cm and attempt to remove guide wire. If resistance is again encountered, remove guide wire and catheter simultaneously. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 1036844-2016-00241.

Event description:
It was reported the physician was attempting to remove the spring wire guide from the catheter when it began to unravel. At which time, he removed both the wire and catheter as one. Another kit was opened and inserted.